Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to the implant procedure, the implantable cardiac monitor exhibited depleted battery. It was suspected that the device was exposed to cold temperatures overnight. A different device was used to complete the procedure. There were no adverse consequences to the patient.

Manufacturer narrative:
The reported event of premature battery depletion could not be confirmed in the laboratory. The battery status displayed appropriately when the device was received. The device was located at (B)(6) and the local temperature was around -13 degrees celsius on (B)(6) 2020. The device was exposed to cold temperature prior to implant. Analysis was otherwise normal. No anomalies were found.